Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). No further escalation was required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use aspiration needle had the tip came off. It was ripped off the needle point. The issue occurred during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was prolonged less than 30 minutes. There were no reports of patient injury or harm.